Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote monitoring system associated with this implantable cardioverter defibrillator (ICD) displayed a red call doctor icon. The communicator did transmit the information a few days later, the cause of the alert was not specified. No adverse patient effects were reported. This device remains in service. Red call md icon. Checked with ps, comm has transmitted since. No indication of what icon was for. No adverse patient effects were reported. Remains in service.

Event description:
Additional information was received indicating that the device had been programmed to monitor only per patient request and due to patient age and condition. There was no allegation against the device.